Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0q1gg, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was implanted yesterday. The patient was out of it when they explained how the controller worked and had a terrible night last night and was getting up every hour to pee. First they pushed the clamp too tight and it swelled up their penis and it wouldn¿t come out at all. The stimulation was currently on set on program 3 at 1.1v. The patient turned stimulation up to 1.3v and was feeling stimulation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that 3 days ago the patient experienced pain where if they moved a certain way, it felt like sticking a hot knife in their groin. The patient was not currently experiencing any pain and the amplitude was set at 1.9v. A week ago the patient tried a clamp around their penis to help stop leaking. At first they left it on all day, but then the penis got swollen and nothing would come out, so they left it off for a while. When the patient used it now, it started to hurt after a couple of hours and felt like a vice grip. Before implant the patient had 2 shots of botox and on the last time of botox it was leaking. Before implant the patient had an artificial spectrum put in, which got infected so they took it out. The patient never had therapeutic effect since implant. They were still dribbling just as they were before implant and it didn¿t seem like it was helping. The patient went through 2 depends a day and wondered if they would be better off with a catheter. The patient¿s next appointment with their health care provider (hcp) was on (B)(6) 2015.